Event description:
It was reported that, "broach handle would not lock onto broach. Had to use vise grips with slap hammer to remove broach from canal."

Manufacturer narrative:
Additional lot number ne3lj1. Date of manufacture for lot # ne3lj1: 02/04/2009. A supplemental report will be reported upon completion of the investigation.